Event description:
It was reported that while using the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed during a da vinci hysterectomy procedure, the tip cover started sliding off of the instrument. According to the customer, the tip cover can be taken off easily by hand without use of the removal tool. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned in the original sealed pouch. Most likely, the wrong item was sent back. The instrument accessory is designed as a single use accessory and was found to be undamaged. Warning: failure to install the tip cover accessory properly may result in: improper scissor opening; tip cover accessory falling off; electrical arcs and alternate site burns the customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.